Manufacturer narrative:
UDI related data quality updates only correction: for UDI data discrepancy/mismatch on previously submitted MDR and to ensure the device identification data is in alignment with gudid.

Event description:
Bayer medical care was notified of an alleged air injection that had occurred during a CT scan while the patient was connected to a medrad® stellant flex CT injection system (serial number (B)(6)). A 32-year old male patient from the emergency department was undergoing a CT with contrast of the abdomen and pelvis for a chief complaint of left lower quadrant (llq) pain. During the procedure, approximately 90cc of air was visualized on the displayed images. The patient returned to the emergency department and was subsequently transferred to another facility to undergo hyperbaric oxygen therapy. The patient is reported to be in good condition.

Manufacturer narrative:
A system service check of the stellant CT injector (serial number (B)(6)) was completed on september 21, 2023, which confirmed that the injector was operating within bayer specifications. The stellant flex disposable set that was in use during the procedure was discarded by the site; therefore, it is not available for evaluation. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. The customer declined the offer of additional clinical applications training. The medrad® stellant flex CT injection system operation manual cautions the user as follows: warning: air embolization can cause death or serious injury to the patient. Do not connect a patient to the injector until all trapped air has been cleared from the syringe and fluid path. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.